Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced inflation issues. During removal, visible damage was observed in the left cylinder of the device. A surgical procedure was performed in which the existing device was explanted and replaced with an ams 700. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder passed the leakage test, and no visual damages or abnormalities were found. The inner tube of the second cylinder exhibited a hole from fatigue, along with broken fabric threads at the proximal end. In addition, the second cylinder did not pass the leakage test as a bulge was observed at the proximal end when inflated using a syringe. The pump was visually examined, and no anomalies were identified. Based on analysis results, the presence of a hole due to material fatigue in the inner tube of the second cylinder, along with the resulting bulge at its proximal end, may have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced inflation issues. During removal, visible damage was observed in the left cylinder of the device. A surgical procedure was performed in which the existing device was explanted and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced inflation issues. During removal, visible damage was observed in the left cylinder of the device. A surgical procedure was performed in which the existing device was explanted and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder passed the leakage test, and no visual damages or abnormalities were found. The inner tube of the second cylinder exhibited a hole from fatigue, along with broken fabric threads at the proximal end. In addition, the second cylinder did not pass the leakage test as a bulge was observed at the proximal end when inflated using a syringe. The pump was visually examined, and no anomalies were identified. Based on analysis results, the presence of a hole due to material fatigue in the inner tube of the second cylinder, along with the resulting bulge at its proximal end, may have caused or contributed to the reported clinical observations.